Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. During the procedure, the suture became detached from the needle. The surgeon that the needles are not attached to the thread. No further information was provided. No adverse consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/25/2023. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided. Therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or injury? Please provide the product code and lot number: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following additional information was received: dr koller was using a vicryl suture on a patient requiring removal of wisdom teeth and on two occasions the suture came away from the needle. Dr koller used a third suture from the same box with no issue. The impacted suture/needles were discarded. The following additional information was requested: according to the additional information received, on two occasions the suture came away from the needle. Did the two occasions occur during the same procedure? Or did one suture pull off the needle during two separate occasions (procedures)? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-03835.